Event description:
Customer reported that she experienced high blood glucose. Customer stated that on the night before, her blood glucose value was 114 mg/dl and then it went up to 416 mg/dl. Customer gave an insulin bolus with the insulin pump. Current blood glucose is 116 mg/dl. Customer experienced sweating and difficulty breathing at the time. She did not contact her doctor. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No delivery and low reservoir alarms found in the history. Customer removed the infusion set and the cannula is not bent or occluded and the insulin is not expired. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.